Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer post-infarct muscular vsd occluder was chosen to close a post-infarction ventricular septal defect (vsd) in a hemodynamically unstable patient using a 10f amplatzer trevisio intravascular delivery system. The vsd diameter was approximately 18 mm and a decision was to use a 22 mm occluder. The patient had an impella supported and ongoing catecholamine-therapy. During procedure, when the sheath was introduced from femoral vein, the waist and right ventricular disc of the device was deformed into a cobra head. The physician tried to recapture the deformed occluder, but it could not be withdrawn into the sheath. The sheath and the partially enfolded occluder had to be pulled back through the patient¿s vsd (back into the right ventricle) and at last out of the femoral vein. There was strong angulation of the sheath. The deformed device was never released from the delivery cable while inside the patient. There was not available in inventory another 22 mm or 24 mm post-infarct vsd occluder. Therefore, a decision was made to replace the explanted 22 mm occluder with a new 20mm amplatzer post-infarct muscular vsd occluder and a new 12f amplatzer trevisio intravascular delivery system was chosen for delivery to allow for easier device recapture in the event of another cobra deformation. The 20mm amplatzer post-infarct muscular vsd occluder was correctly enfolded and was implanted into patient's vsd, but could not be placed in a satisfying position on patients ventricular septum (device only reached an oblique, but stable position). Due to difficult anatomy and poor hemodynamically situation of the patient, the implanter decided to detach the device. The occluder remained in the stable position, but still a large shunt through the vsd showed in the transesophageal echocardiography (toe). There was concern of possible interference with the impella device so a decision was made to remove the impella device. However, sixty minutes after the procedure the patient¿s hemodynamical situation became worsened. Without the hemodynamic support provided by the impella the patient developed hypotension, low cardiac output and bradycardia. The patient ended up passing away. The cause of death was due to the patient's hemodynamical situation, procedure and 10 days before myocardial infarction.

Manufacturer narrative:
An event of difficulty retracting a deformed device during procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that an appropriate size delivery sheath was used in the investigation. The field also reported that there was difficult anatomy. Based on the information received the cause of the reported incident could not conclusively be determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2024, a 22mm amplatzer post-infarct muscular vsd occluder was chosen to close a post-infarction ventricular septal defect (vsd) in a hemodynamically unstable patient using a 10f amplatzer trevisio intravascular delivery system. The patient had an impella supported and ongoing catecholamine-therapy. During procedure, when the sheath was introduced from femoral vein, the waist and right ventricular disc of the device was deformed into a cobra head. The physician tried to recapture the deformed occluder, but it could not be withdrawn into the sheath. The sheath and the partially enfolded occluder had to be pulled back trough patients vsd (back into the right ventricle) and at last out of the femoral vein. There was strong angulation of the sheath. The deformed device was never released from the delivery cable while inside the patient. The device was replaced with a new 20mm amplatzer post-infarct muscular vsd occluder and a new 12f amplatzer trevisio intravascular delivery system was chosen. The 20mm amplatzer post-infarct muscular vsd occluder was correctly enfolded and was implanted into patient's vsd but could not be placed in a satisfying position on patients ventricular septum (device only reached an oblique, but stable position). Due to difficult anatomy and poor hemodynamically situation of the patient, the implanter decided to detach the device. The occluder remained in the stable position but still a large shunt through the vsd showed in the transesophageal echocardiography (toe). Sixty minutes after the procedure, the patients hemodynamical situation became worsened. Patient had hypotension, low cardiac output and bradycardia. The patient ended up passing away. The cause of death was due to patient's hemodynamical situation, procedure and 10 days before coronary refraction.